Event description:
Customer called on (B)(6) 2012 reporting of a brownish fluid leak at the right side of the coulter lh 750 hematology analyzer and customer was unable to isolate the source of the leak. Customer stated that she was wearing personal protective equipment consisting of gloves and a lab coat and no exposure or injury was reported. Customer indicated that there were no erroneous results reported and that patient results were not affected. Field service engineer (fse) was dispatched and found a leaking tube on white blood cell (wbc) bath drain line near check valve. Fse noted that the leak was very small and was contained by customer with gauze. Fse replaced the leaking tube and repair was verified as per established procedures.

Manufacturer narrative:
(B)(4).